Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor displayed a service code 204 (belt/monitor unusable) and failed detect and treat testing. The cause for the failure and the service code was isolated to a damaged j1001 connector on the c/a board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.